Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles and the device is noisy. The patient has alleged to experiencing headaches and congestion. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles and the device is noisy. The patient has alleged to experiencing headaches and congestion. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed the device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, pca, bottom enclosure, inside iso port, blower, blower box and blower seal. Pil observed black potential hairlike contaminants on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and the blower box. No noise was observed during therapy and investigation. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.